Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens was mounted on a cartridge. When the injector with the cartridge was inserted into the patients eye, resistance was noted when entering the chamber and when the lens comes out it was seen to be broken. Another lens of the same diopter was requested and when assembling it again, the lens mounted on the same cartridge was fractured. Additional information was received and stated, there was no patient harm and patient was recovered.

Manufacturer narrative:
Additional information was provided in d.9.,d.10.,h.3.,h.6 and h.11. The product was returned for analysis and the reported complaint was observed. Intra ocular lens (iol) returned positioned correctly in the iol case. Solution is dried on the iol. One haptic is broken or torn and is returned, the other haptic is scratched or marked rejectable. The optic is cracked, chipped and scratched or marked rejectable. The used company cartridge was returned. Viscoelastic was observed in the cartridge. The cartridge had a large aneurysm on the right side of the tip. The tip had heavy stress. The cartridge had evidence of placement into a handpiece. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The tip damage would indicate the lens plunger were not in acceptable positions for advancement. It was also indicated the cartridge was reused with the second iol. The complainant states the use of company cartridge which is not qualified for use with associated model, this is not a qualified company product combination. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. It was also indicated that the cartridge was reused with the second iol. Company cartridge is a single use product. The IFU instructs: do not reuse the cartridge. The cartridge is for single use only. Reuse of this single use device may result in serious injury, such as serious infection. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.